Event description:
Customer reported that the reservoir leaked insulin past both o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage or air bubbles anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoir connected and locked in place properly.